Manufacturer narrative:
Lead explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision was performed on this atrial lead for lead dislodgment. The lead was replaced with a competor lead. No adverse patient effects reported.